Manufacturer narrative:
Additional patient code: (B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. The following was reported: ¿severe and chronic abdominal pain [secondary] to foreign body reaction to [heavyweight] mesh and mesh contraction, as well a "multiple heavy adhesions." Patient's pain was so bad that she had been on norco 7.5/325 1-2 tablet every 4-6 hours for almost a year. She required open surgery to remove the device and then required a primary repair. She had a [difficult] and painful recovery. Total hospitalizations was 5 days. Hernia has since recurred and will require future repair.¿ it was reported the patient alleges the following product deficiencies: severe foreign body reaction, contraction, and dense adhesions to mesh. Additional event specific information was not provided.

Manufacturer narrative:
B7: added patient medical history. D4: added lot #, expiration date, di#. G4: updated date. G5: added answer. H4: added device manufacture date. H6: updated method/result codes. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2009, including records detailing the origin of the ¿past surgical history of a midline incision¿, were not provided. Additionally, records for the patient¿s previous surgical procedures of hysterectomy, cholecystectomy, and gastric stapling were not provided. Operative records dated (B)(6) 2009 state the patient underwent laparoscopic incisional ventral hernia repair with mesh. The records state: ¿a 65-year-old female with a previous past surgical history of a midline incision that has subsequently developed an incisional ventral hernia.¿ the (B)(6) 2009 records state: ¿a small incision was made and with the use of a visiport, a 12-mm port was placed under direct visualization into the abdominal cavity. The abdomen was then insufflated with co2 gas and the camera was inserted. A large midline ventral hernia defect was noted with omental adhesions. The decision was then made for placement of 2 other subsequent ports. These were 5-mm ports both placed in the left quadrant region. Local anesthetic was as well injected subcutaneously over the anticipated port sites and under direct visualization, the 2 ports were placed. The area of omental adhesions then was grasped near the abdominal wall with forceps and the dissecting instrument and gentle traction was applied. With the use of the harmonic scalpel, hemostasis was obtained and the remainder of omentum was freed from the peritoneum of the abdominal wall. Care was taken to not injure any surrounding bowel loops.¿ the (B)(6) 2009 operative report states: ¿once the abdominal wall adhesions were taken down, the omentum was then fully removed from within the hernia sac itself. Any bleeding noted along the peritoneum was carefully cauterized with the use of the harmonic scalpel. With a now cleared adequate zone for attachment of the mesh, the hernia sac defect was measured. The size of the defect was noted to be approximately 9 x 7 cm. With a 2-cm margin, the decision was made for a 13 x 11-cm ptfe mesh. The ptfe mesh was then cut to form. Nonabsorbable o sutures were then placed around the perimeters of the mesh and labeled 1 through 6. These were measured to coincide externally as future sites for suture tying.¿ the (B)(6) 2009 operative report continues: ¿the mesh was then rolled with the expanded ptfe surface on the inside and the polypropylene mesh on the outside so as not to create tension. Through the left lateral 12-mm port position, the mesh was then placed within the abdominal cavity. The mesh was then subsequently unrolled and oriented with a smooth expanded ptfe surface down towards the bowel. Once the mesh was oriented appropriately, the suturing needle was passed through the previously-marked circumferential numbering system bring the suture out through the abdominal wall. The suture was then brought out externally and secured with a hemostat at each position. These were each brought out through the previously-made small stab incisions. Each suture was then tied down through the skin incision setting the knot deeply.¿ the (B)(6) 2009 operative report state: ¿under direct visualization, the mesh was seen to be secured against the anterior abdominal wall. The mesh was noted to lie flat and without any wrinkling effects. It was noted to completely encompass and cover the hernia site defect. The laparoscopic tacker was then used and several tacks were placed approximately 1.5 cm apart circumferentially around the mesh. This was done by applying external counter pressure while using the tacking instrument. Each of the operating ports were then removed under direct visualization and the abdomen was then desufflated of co2 gas the fascial layers of the left lower abdominal port sites were approximated using 0 vicryl. All incisional sites were closed using 3-0 vicryl with good skin approximation.¿ the records confirm a gore dualmesh® biomaterial (1dlmc04/06176709) was implanted during the procedure. Records between (B)(6) 2009 and (B)(6) 2013 were not provided. Operative records dated (B)(6) 2013 indicate the patient underwent ¿exploratory laparotomy, lysis of multiple heavy adhesions, removal of the gore-tex mesh, liver biopsy, closure - repair of incisional hernia size 20 x 30 cm, placement of the 1 jp drain.¿ postoperative diagnosis states: ¿1. Abdominal pain secondary to mesh placement to repair ventral hernia. 2. Ventral hernia size 20 x 30 cm, adhesions, hepatic steatosis.¿ the (B)(6) 2013 records state: ¿a vertical incision through the old incision has been made from the xiphoid process to the umbilicus. Dissection through subcutaneous tissue sharply and entered into the abdomen sharply through the mesh . The mesh has been identified in the area of the previously repaired ventral hernia. There was still a hernia above the mesh so it was only touching . The mesh has been first cut in the middle, then the left and right part has been removed , after unscrewing the mesh and cutting the prolene stitches placed during the placement of the mesh during the primary ventral hernia repair. Then, in preparation of the posterior and inferior abdominal wall - fascia has been done and then interrupted overlap fashion sutures of #2 ethibond have been placed as a first layer. The second layer with #1 vicryl to tack the left external abdominal wall to the right side. Irrigation of the subcuticular space, 3-0 vicryl to close subcuticular space. Before that, the jp drain size 10 flat has been placed in the area and attached to the skin with 3-0 nylon and then #4-0 has been placed to close the skin.¿ the (B)(6) 2013 records continue: ¿during the exploration, what we found was the enlarged, steatotic liver. At this point, biopsy of the liver has been performed to exclude the possibility of cirrhosis. Otherwise, there were some string adhesions which have been lysed. Otherwise, no masses or anything abnormal has been found during the exploration. The patient had a previous vertical banded gastroplasty done many years ago. At this point, the patient is in good stable condition, extubated, is going to recovery room.¿ there was no mention of infection in the operative report. According to the complaint information provided, the patient experienced ¿severe and chronic abdominal pain [secondary] to foreign body reaction to [heavyweight] mesh and mesh contraction, as well as ¿multiple heavy adhesions.¿¿ however, there is no mention of a ¿foreign body reaction¿ or a ¿[heavyweight] mesh and mesh contraction¿ in the (B)(6) 2013operative report. Pathology records dated (B)(6) 2013 regarding specimens collected the same day state: ¿gross: a "abdominal mesh": received without fixative and subsequently fixed in formalin is an 8 x 6 x 3 cm portion of pink-tan synthetic mesh surfaced by a scant amount of congested soft tissue . Multiple metal coils as well as blue sutures are present .¿ ¿b. "Liver biopsy": received in formalin is a 1.2 cm long brown tissue core as well as a 0.1 cm brown tissue fragment.¿ ¿microscopic: a. The specimen consists of histologically unremarkable fibroadipose tissue. No evidence of inflammation or neoplasia. B. The liver tissue shows extensive fatty change, with close to half of hepatocytes being distorted by large fat vacuoles. Hepatocyte nuclei show extensive variation in size and many contain cleared out areas suggestive of intranuclear cytoplasmic inclusions. Scattered hepatocytes contain granular brown pigment suggestive of lipofuscin. Minimal lobular inflammation can be seen with rare early lipogranuloma formation. Portal triads appear relatively unremarkable with a relatively minimal chronic inflammatory cell infiltrate noted.¿ the (B)(6) 2013 pathology report states: ¿diagnosis: a. Abdominal mesh: plastic mesh with adherent fibroadipose tissue . B. Liver biopsy: nonalcoholic steatosis, moderate.¿ discharge summary records dated (B)(6) 2013 state: ¿the patient's recovery [from the (B)(6) 2013 procedure] was uneventful. The problem was that the patient was taking norco 7. 5/325 1-2 tablet every 4-6 hours when she was home secondary to the pain for almost a year, so she was very, I would say resistant to pain medication. Epidural was working quite well for a moment and drip epidural had been discontinued 2 days after surgery. So the third day after operation, the patient was complaining of a lot of pain, so the patient required dilaudid additionally to norco. Today, on the date of discharge, the patient is feeling quite well. The pain is quite well controlled. At this point, it is totally different than the pain she was having before operation. She is eating, drinking.¿ ¿abdomen is soft, slightly tender in the incision. Wound is clean and dry and steri-strips intact. There is drainage from the jf drain with minimal serosanguineous, so drain is going to be removed before patient discharge.¿ records detailing the patient¿s complaints of pain prior to the (B)(6) 2013 procedure were not provided. The complaint states that ¿hernia has since recurred and will require further repair.¿ however, records detailing a recurrence requiring repair were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1994, 2035, 3191: other used for ¿mesh contraction¿, ¿patient's pain was so bad that she had been on norco 7.5/325 1-2 tablet every 4-6 hours for almost a year¿; ¿she had a [difficult] and painful recovery. Total hospitalizations was 5 days. Hernia has since recurred and will require future repair.¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6), 2009 through (B)(6), 2013 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6), 2009 through (B)(6), 2013 were not provided. Patient information: medical history: chronic obstructive pulmonary disease [copd]. Hiatal hernia. Gastroesophageal reflux disease [gerd]. Hyperlipidemia . Obesity: 1990: 350 lbs., bmi 64.0. Unknown date: 170 lbs., bmi 31.1. (B)(6) 2009: 205 lbs., bmi 37.5. (B)(6) 2013: 207 lbs., bmi 37.9. Smoking: (B)(6) 2009: ¿tobacco: 1 pack daily; marijuana/week¿. (B)(6) 2009: tobacco use x 35 years, quit approx. 6 weeks ago. Diabetes mellitus: (B)(6) 2009: impaired fasting glucose tolerance; metformin started. Surgical procedures: unknown date: hysterectomy. Unknown date: cholecystectomy. 1990: gastric stapling: (B)(6) 2009: laparoscopic incisional ventral hernia repair with mesh. Implant: gore® dualmesh® biomaterial. (B)(6) 2013: exploratory laparotomy, lysis of multiple heavy adhesions, removal of the gore-tex mesh, liver biopsy, closure - repair of incisional hernia size 20 x 30 cm, placement of the 1 jp drain. Implant preoperative complaints: (B)(6) 2009: CT abdomen/pelvis. ¿abdominal wall hernia. Findings: small fat containing ventral hernia noted. No other abdominal wall hernia is identified. Diverticulosis of the sigmoid colon noted. Conclusion: fat containing ventral hernia. Sigmoid diverticulosis.¿ (B)(6) 2009: ¿feels fullness to luq [left upper quadrant]. CT: ventral hernia rectus diastasis. Impression: ventral hernia. Healing diastasis. Sigmoid diverticulosis.¿ (B)(6) 2009: ¿¿ with a previous past surgical history of a midline incision that has subsequently developed an incisional ventral hernia.¿ implant procedure: laparoscopic incisional ventral hernia repair with mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc04/06176709, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6) 2009 [hospitalization (B)(6) 2009]. Wound class: 1 - clean description of hernia being treated: ¿a small incision was made and with the use of a visiport, a 12-mm port was placed under direct visualization into the abdominal cavity. The abdomen was then insufflated with co2 gas and the camera was inserted. A large midline ventral hernia defect was noted with omental adhesions. The decision was then made for placement of 2 other subsequent ports. These were 5-mm ports both placed in the left quadrant region. Local anesthetic was as well injected subcutaneously over the anticipated port sites and under direct visualization, the 2 ports were placed. The area of omental adhesions then was grasped near the abdominal wall with forceps and the dissecting instrument and gentle traction was applied. With the use of the harmonic scalpel, hemostasis was obtained and the remainder of omentum was freed from the peritoneum of the abdominal wall. Care was taken to not injure any surrounding bowel loops. Once the abdominal wall adhesions were taken down, the omentum was then fully removed from within the hernia sac itself. Any bleeding noted along the peritoneum was carefully cauterized with the use of the harmonic scalpel. With a now cleared adequate zone for attachment of the mesh, the hernia sac defect was measured. The size of the defect was noted to be approximately 9 x 7 cm.¿ implant size and fixation: ¿with a 2-cm margin, the decision was made for a 13 x 11-cm ptfe mesh. The ptfe mesh was then cut to form. Nonabsorbable 0 sutures were then placed around the perimeters of the mesh and labeled 1 through 6. These were measured to coincide externally as future sites for suture tying. The mesh was then rolled with the expanded ptfe surface on the inside and the polypropylene mesh on the outside so as not to create tension. Through the left lateral 12-mm port position, the mesh was then placed within the abdominal cavity. The mesh was then subsequently unrolled and oriented with a smooth expanded ptfe surface down towards the bowel. Once the mesh was oriented appropriately, the suturing needle was passed through the previously-marked circumferential numbering system bring the suture out through the abdominal wall. The suture was then brought out externally and secured with a hemostat at each position. These were each brought out through the previously-made small stab incisions. Each suture was then tied down through the skin incision setting the knot deeply. Under direct visualization, the mesh was seen to be secured against the anterior abdominal wall. The mesh was noted to lie flat and without any wrinkling effects. It was noted to completely encompass and cover the hernia site defect. The laparoscopic tacker was then used and several tacks were placed approximately 1.5 cm apart circumferentially around the mesh. This was done by applying external counter pressure while using the tacking instrument. Each of the operating ports were then removed under direct visualization and the abdomen was then desufflated of co2 gas the fascial layers of the left lower abdominal port sites were approximated using 0 vicryl. All incisional sites were closed using 3-0 vicryl with good skin approximation.¿ relevant medical information: (B)(6) 2009: ¿stated still in pain-but is getting better everyday-she stated she had some blood pouring out of her mouth after surgery (B)(6) 2009 - she went to ER and they put tube in her nose. Bleeding has stopped. Wanted informed on what to watch for. I told her to watch for fever, chills, swelling, redness or hot at incisions site or any drainage coming out of incision-and if more pain to call the office.¿ (B)(6) 2009: acute abdomen w/ pa [posterior/anterior] chest. ¿indication: fatigue, hx [history] hernia repair 1½ weeks ago. Findings: nonobstructive bowel gas pattern. Stool throughout the colon. Air within small bowel, nondistended. Postsurgical changes left upper quadrant from recent hernia repair. No free air. Surgical clips in right mid abdomen. Conclusion: nonobstructive bowel gas pattern.¿ explant preoperative complaints: (B)(6) 2013: ¿admission diagnosis: severe abdominal pain secondary to mesh placement to repair her ventral hernia.¿ explant procedure: exploratory laparotomy, lysis of multiple heavy adhesions, removal of the gore-tex mesh, liver biopsy, closure - repair of incisional hernia size 20 x 30 cm, placement of the 1 jp drain. Explant date: (B)(6) 2013 [hospitalization (B)(6) 2013]. ¿a vertical incision through the old incision has been made from the xiphoid process to the umbilicus. Dissection through subcutaneous tissue sharply and entered into the abdomen sharply through the mesh. The mesh has been identified in the area of the previously repaired ventral hernia. There was still a hernia above the mesh so it was only touching. The mesh has been first cut in the middle, then the left and right part has been removed, after unscrewing the mesh and cutting the prolene stitches placed during the placement of the mesh during the primary ventral hernia repair. Then, in preparation of the posterior and inferior abdominal wall - fascia has been done and then interrupted overlap fashion sutures of #2 ethibond have been placed as a first layer. The second layer with #1 vicryl to tack the left external abdominal wall to the right side. Irrigation of the subcuticular space, 3-0 vicryl to close subcuticular space. Before that, the jp drain size 10 flat has been placed in the area and attached to the skin with 3-0 nylon and then #4-0 has been placed to close the skin. During the exploration, what we found was the enlarged, steatotic liver. At this point, biopsy of the liver has been performed to exclude the possibility of cirrhosis. Otherwise, there were some string adhesions which have been lysed. Otherwise, no masses or anything abnormal has been found during the exploration. The patient had a previous vertical banded gastroplasty done many years ago.¿ (B)(6) 2013: pathology: ¿gross: a ¿abdominal mesh¿: received without fixative and subsequently fixed in formalin is an 8 x 6 x 3 cm portion of pink-tan synthetic mesh surfaced by a scant amount of congested soft tissue. Multiple metal coils as well as blue sutures are present. Microscopic: a. The specimen consists of histologically unremarkable fibroadipose tissue. No evidence of inflammation or neoplasia. Diagnosis: a. Abdominal mesh: plastic mesh with adherent fibroadipose tissue.¿ (B)(6) 2013: discharge summary: ¿the patient's recovery was uneventful. The problem was that the patient was taking norco 7. 5/325 1-2 tablet every 4-6 hours when she was home secondary to the pain for almost a year, so she was very, I would say resistant to pain medication. Epidural was working quite well for a moment and drip epidural had been discontinued 2 days after surgery. So the third day after operation, the patient was complaining of a lot of pain, so the patient required dilaudid additionally to norco. Today, on the date of discharge, the patient is feeling quite well. The pain is quite well controlled. At this point, it is totally different than the pain she was having before operation. She is eating, drinking. Abdomen is soft, slightly tender in the incision. Wound is clean and dry and steri-strips intact. There is drainage from the jp drain with minimal serosanguineous, so drain is going to be removed before patient discharge.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) :medical center. [Ni]. History and physical. Pmh: copd. Exam: abdomen: soft + ventral hernia. Procedure planned: lap ventral hernia [illegible]. (B)(6) 2009: surgical consultants. [Ni]. Office visit. Cc: hernia hiatel [sic]. Impression: abd wall pain. Plan: CT. (B)(6) 2009: (B)(6) regional medical center. (B)(6) md. Radiology-CT abdomen/pelvis. Hx: abdominal wall hernia. Findings: small fat containing ventral hernia noted. No other abdominal wall hernia is identified. Diverticulosis of the sigmoid colon noted. Conclusion: fat containing ventral hernia. Sigmoid diverticulosis. (B)(6) 2009: surgical consultants. [Ni] office visit. Hpi: feels fullness to luq. CT. A/p: ventral hernia rectus diastasis. Imp: ventral hernia. Healing diastasis. Sigmoid diverticulosis. (B)(6) 2009: surgical consultants. [Ni]. Telephone call. Pt stated still in pain-but is getting better everyday-she stated she had some blood pouring out of her mouth after surgery (B)(6) 2009 she went to (B)(6) emergency room and they put tube in her nose. Bleeding has stopped. Wanted informed on what to watch for. I told her to watch for fever, chills, swelling, redness or hot at incisions site or any drainage coming out of incision-and if more pain to call the office. (B)(6) 2009: (B)(6) regional medical center. [Ni]. Radiology-acute abdomen w/ pa chest. Indication: fatigue, hx hernia repair 1 ½ weeks ago. Findings: nonobstructive bowel gas pattern. Stool throughout the colon. Air within small bowel, nondistended. Postsurgical changes left upper quadrant from recent hernia repair. No free air. Surgical clips in right mid abdomen. Conclusion: nonobstructive bowel gas pattern. Records between (B)(6) 2013 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.